Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that increased thresholds and intermittent pacing were noted on the leadless implantable pulse generator (ipg) during a pre discharge device check. Dislodgement was suspected by x-ray. The device was reprogrammed and then explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. If information is provided in the future, a supplemental report will be issued.